Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Intial reporter is a non-healthcare professional. (B)(4).

Event description:
The patient underwent a right knee revision due to stiffness and tibial tray migration and loosening at the cement to implant interface. The surgeon noted removal of scar tissue and varus deformity flexion contracture due to migration of the tibial tray. The surgeon also noted removal of synovial tissue containing polyethylene or cement debris. There was no indication of tibial insert wear with removal of the component. The patella was not resurfaced during the primary operation. A patellar component was implanted during the revision operation. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.